Event description:
It was reported that during an unknown procedure, after having made a side to end anastomosis in the rectum, the device delivered malformed staples. The anastamosis had to be resected to correct the defect.